Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation cath: trek 2.0x15. Guide wire: sion blue. Stent: endeavor 3.0x18. The mini trek 2.0x15 dilatation catheter is being filed under a separate medwatch MFR number. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. The return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the second inflation at 12 atmospheres. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with moderate calcification. Pre-dilatation was performed with a 3.0 x 15 rx trek balloon. A non-abbott stent was deployed in the mid lad. Kissing balloon technique was performed during post-dilatation with the same 3.0 x 15 trek in the lad, and a 2.0 x 15 trek in the first diagonal. A slow rupture was noted during the second inflation of the 3.0 x 15 trek, at 12 atmospheres. It was also noted that resistance was met during advancement of the 2.0 x 15 trek with a pilot 50 guide wire; therefore, force was used, and the guide wire body bent. The procedure was completed successfully with the same pilot 50 guide wire and 2.0 x 15 trek, without replacement; however, resistance was noted during removal of the 2.0 x 15 trek balloon from the guide wire. There were no adverse patient effects reported. No additional information was provided.